Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the image failure was due to the cable break. The cause of the cable break might be the load being applied to the root of the cable.

Event description:
Olympus medical systems corp. (Omsc) was informed by the technician that the cable was broken and there was an intermittent image. There was no report of patient injury associated with the event. The event date was unknown.